Event description:
Customer reported an issue with touchscreen responsiveness after dropping the pump into water while washing dishes, leading to an unresponsive screen. There was no adverse impact to the customer's blood glucose level. Customer took corrective actions as advised by technical support, including attempting a pump reset and performing a test, which failed. Technical support arranged for a replacement pump with updated software to be sent, and customer agreed to return the faulty pump using a provided prepaid label. Customer was instructed to program pump settings and connect their cgm to the replacement device. Customer will use a backup insulin pump.